Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device fired, but the staple line was distally incomplete. Also, the staples did not form "b" shape, and the knife did not cut the tissue. Another device was used to complete the case. There was no patient injury.